Manufacturer narrative:
A siemens global product support specialist evaluated, the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated potassium results is unknown. It was discovered that the customer centrifuges patient samples outside of the tube vendor specifications, which is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required. Medwatch # (B)(4) was filed by the customer.

Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 1500 instrument. The sample was flagged and automatically repeated and resulted lower than the initial result, but the value was still elevated. The discordant result(s) was reported to the physician(s), who treated the patient. The sample was repeated on the same instrument and resulted lower than both of the previous results. There are no known reports of adverse health consequences due to the discordant, falsely elevated potassium results.